Event description:
It was reported a tx30b and xr30g was used during an anterior low resection of the rectum, it was reported by the affiliate the resection was performed using the linear stapler tx30b but substituting cartridge xr30b with xr30g. The suture seemed to be well performed, but when the circular stapler was introduced for making the anastomosis, the suture line opened. The staples in the abdominal cavity have not been found and they were not retrieved. The pt had to have a temporary colostomy.

Manufacturer narrative:
Proximate reloadable linear stapler-based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated.